Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a healthcare provider (hcp) regarding an implantable infusion pump. The drugs being delivered were 234 mcg/ml clonidine at 96.19 mcg/day, 20 mg/ml dilaudid (hydromorphone) at 8.221 mg/day, and 20 mg/ml bupivacaine at 8.221 mg/day. It was reported that the doctor was unable to aspirate any fluid from the pump reservoir at the refill today (2020-sep-15) when they were expecting 6.7ml¿s. The patient was asymptomatic. The patient was moved out of their wheelchair and laid flat along with utilizing fluoro. The doctor injected some saline into the reservoir and was able to aspirate it out successfully so they refilled the pump, decreased the clonidine concentration (to 224 mcg/ml), and decreased the daily dose by 1%. The doctor said there had not been past reservoir volume discrepancies but caller did not know if the pump went empty in the past. The patient had not been doing anything that would have caused the overinfusion. The circumstances that led to the reported issue were unknown. The rep will confer with the doctor and the issue was not resolved.